Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during removal of lap band and conversion to gastric sleeve, while on creation of the sleeve, staple handle and reload was articulated and approximated over the tissue being transected but the handle had to be opened and closed multiple times on the tissue before the handle finally closed and could be fired. There was no patient injury.